Event description:
Mild sore throat, positive metrix covid test, suspected false positive. Patient had been housebound for >2 weeks due to injury. Patient's household of six consistently wear respirators in public, no known exposures, all asymptomatic, all tested negative with metrix same day. Patient isolated, tested negative later that day with binax, continued to isolate, tested negative daily x 2 with metrix. Symptoms resolved.